Event description:
The device was received in the clinical engineering dept with a report from a nurse that "the rotor on the pump does not turn the cartridge." There were no reports of any adverse events, non-delivery or delays in therapy during clinical use. Although requested, no additional info was available.